Event description:
It was reported that the catheter would not return to its original position after deflection during procedure. The procedure was completed successfully. There was no medical treatment, intervention, or adverse consequences as a result of this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Upon visual inspection of the returned complaint device, a kink/bend was revealed distal to the transition point of the shaft. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution, indicating the device was in acceptable condition prior to release. Therefore, the most likely root cause is mishandling subsequent to distribution. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal wires."